Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected. The user began rejecting the external device after experiencing a significant head trauma. A damage to the dl coil was also noted. Furthermore, affected channels have also been seen. Further follow up visit with the ent surgeon will be scheduled within the next few weeks. Device removal is considered.

Manufacturer narrative:
Overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance with the device was affected. The user began rejecting the external device after experiencing a significant head trauma. Furthermore, affected channels have also been seen. The device was explanted on (B)(6) 2023.